Event description:
Zenith implant procedure occurred in 2004. At the beginning of the procedure, the right hypogastric was embolized with coils and the leg graft was bridged to land in the external iliac artery. Final angiogram showed a type ii endoleak believed to be coming from the ima. The patient was presented to the hopsital 20 days later, with claudication. An intraoperative angiogram showed an accumulation of thrombus at the level of the bifurcation of the main body graft. There was also a kink noted in the right ipsilateral leg graft between the distal two stents. Another manufacturer's stent was deployed at the location of the kinking for which the results were favorable. A surgical thrombectomy was also performed. Patient had good pulses, however when closing the patient, the distal pulses were lost. Patient was reopened and a fem-fem bypass procedure was performed. The patient currently has flow through the right limb of the zenith stent graft and the fem-fem bypass. There is still some sort of organized mass, tissue or fibrin on the lateral aspect of the main body graft at the level of bifurcation. Patient is currently doing well with no other complications at this time.